Manufacturer narrative:
The field complaint of device lost output was not confirmed. The device was received in back up mode with battery voltage above the eri. The device was in backup mode due to an error detected by the product code caused by using plasma blade. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with normal output as programmed.

Event description:
It was reported that a patient presented in the operating room. During procedure, the pacemaker had loss of asynchronous pacing output related to plasma blade exposure. The pacemaker was explanted and replaced. Patient was stable post procedure.